Event description:
A philips CPAP device was returned to the service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device complaint of overspray (black particles) on cushions was confirmed but could not determine the cause. In addition, no physical damage or defects were observed. Pil determined due to the visual evidence of the cushions, no further corrective action is deemed appropriate at this time.